Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services reported that there were image failure-lines and that the image was cutting out. They could not duplicate the white dots, but stated that they could be related to the image failure found. There was a failure of the back shell cable connector and the back shell was cracked. The back shell assembly was replaced, the device was tested and was returned to the customer. Additional part used: glidescope avl video baton 1-2: catalog: 0570-0312, sn: (B)(4). Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video display cut out randomly and that when they did see an image there were 3 white dots on it. The customer also stated that they have a second unit that he tested the batons with so he was pretty sure the issue was with the monitor. A delay in the procedure of five minutes occurred as a back-up device was obtained. No harm to patient or user was reported.